Event description:
It was reported that a patient underwent an atrial septal defect closure procedure on (B)(6) 2011 and suture was used. On (B)(6) 2012, the patient complained of coughing. An echo was done which showed that the patch was disrupted due to a suture breakage. The suture broke mid strand. The patient underwent reoperation and another suture was used to tie the knot.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met requirements.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.